Event description:
Boston scientific received information that during a follow up visit, it was noted that over the past few weeks, this right ventricular defibrillation lead had exhibited many episodes of atrial flutter oversensing with pacing inhibition. The patient is not pacemaker dependent, therefore, no asystole was noted. In many instances the episodes were recognized as ventricular fibrillation and inappropriate shocks were delivered. In addition, a decrease in sensing, increased thresholds, and an occasional increase in acing impedances to 1,200 ohms were noted. No noise was present. The lead was reviewed under fluoroscopy and was found to have dislodged into the atrium. A revision procedure was performed; the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular defibrillation lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.